Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone to obtain additional information. The patient did not recall when the alleged power issue began with the subject meter. The patient informed the csr that she was not taking any medication to manage her diabetes at the time the alleged issue started. On an unspecified date/time, after the alleged issue began, the patient reported feeling "thirsty, dizzy and passing out". It was noted that emergency services was contacted. The patient did not know if her blood glucose was tested by ems or the treatment she received, as she reportedly was "unconscious". At the time of troubleshooting, the patient informed the csr that she replaced the subject meter's battery; however, the alleged issue remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated by an hcp for a serious injury after the alleged meter issue began.